Event description:
Cannula broke and left approx 1cm of device inside the bone during bone biopsy procedure. In process of obtaining information from the hospital regarding the incident itself to confirm if an "injury" occurred, so have to report this incident at present as "no injury". Also, the sample is presently in process of being sterilized. Additionally customer stated 2004, the procedure was aborted when the device broke and the broken piece of cannula could not be retrieved. Two days later broken piece of cannula was retrieved during a second operation. The hospital reported that doctors had considered performing a radiofrequency to remove the broken piece of cannula, but decided against it and instead performed this second surgical operation. Initially the used sample had been available for investigation, however the sample can no longer be sterilized for the investigation, and as such, a sample will no longer be available.